Manufacturer narrative:
The analyzer's serial number is (B)(6). The elecsys syphilis result was obtained on a cobas e 801 analytical unit with serial number (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys htlv-I/ii and elecsys syphilis results for 1 patient on a cobas e 801 analytical unit. The elecsys htlv-I/ii result was reactive. On (B)(6) 2026, the (western blot method) confirmatory htlv test result was "confirmed indeterminate". The elecsys syphilis result was reactive on (B)(6) 2026, the (captia-g method) confirmatory syphilis test result was "confirmed non-reactive". The sample was repeated because of the initially reactive results. This medwatch will apply to the elecsys htlv-I/ii assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the elecsys syphilis assay.